Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had both the ins and leads removed. The patient also reported that she had fibromyalgia and that she went through so many settings but nothing working to help calm down her pain. The patient reported that she wanted the device implanted for lumbar pain but her doctor put the device in for hip, leg and sacroiliac joint pain which was not what she needed it for. The patient reported that she was told she had sciatic nerve issue but she didn¿t have a sciatic nerve issue. The patient reported that no matter what she tried to do and how much the manufacturer¿s representatives (rep) tried to help they couldn¿t get the device to cover any part of her lumbar. The patient reported that she got to a point where she was needing a rep left and right. The patient reported that she decided to shut off the ins and just started to deal with the pain. The patient reported that she shut off the ins a year ago. The patient reported that she was not diagnosed with fibromyalgia until after the ins was implanted. The patient reported that ¿it was so painful¿ and was unclear as to what the patient was referring to. No further complications were reported.